Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, atrial oversensing was observed. Review of session records noted both far-field r-wave oversensing and another signal thereafter which lead to auto mode switching (ams). Patient had many ams episodes since (B)(6) 2016. Some ams episodes showed another type of oversensing. There were regular and small amplitude signals on atrial channel. Oversensing of internal impedance measurements was suspected. Programming changes were made and the patient has no more issues.